Event description:
It was reported that four stored electrograms showed noise on the atrial intracardiac. Bipolar lead impedance was 375 ohms and unipolar impedance was 284 ohms. The pulse generator was programmed to ddi and the patient will be monitored.